Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. No unexpected low battery alarm noted. Device was monitored for 3 days. No unexpected battery power loss anomaly or blank display noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 650 mg/dl. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain, dizzy and difficulty in breathing. The customer was treated with manual injection and emergency room visit. Customer stated that the insulin pump did not work. The customer stated that they unable to describe any possible damage to the drive support cap. The customer also stated that they did allege insulin pump was under delivering. The insulin pump will be returned for analysis.